Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the biomed reported two (2) programming errors. The facility biomed determined the root cause was due to 1. Putting the weight in pounds instead of kilograms. 2. Changing the decimal placement erroneously. This was reported to bd representatives during their site visit. There was patient involvement however outcome is unknown.

Manufacturer narrative:
Correction: describe event or problem. Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the biomed reported two (2) programming errors. The facility biomed determined the root cause was due to 1. Putting the weight in pounds instead of kilograms. 2. Changing the decimal placement erroneously. This was reported to bd representatives during their site visit. There was patient involvement however outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.